Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and the insulin pump had pump error. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. Customer reported that they were unable to clear the alarm. Customer was able to complete rewind the insulin pump and pump error recur. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. No spi to motor pic communication error alarm during testing. All buttons functioning properly no damage on the keypad assembly